Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Device analysis revealed that the outer telescope tubing was detached from the anchor seal housing. Due to this detachment, the device cannot be properly flushed. Fluid leaks from this junction. Impedance testing finds the device is capable of imaging properly. Full image characterization testing cannot be performed based on the detached telescope tubing. This exposes the imaging core and could cause it to windup during testing. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a sheath detachment occurred. During preparation for percutaneous coronary intervention (pci), an opticross¿ imaging catheter was set. During setting of the device, the outer sheath came off. The device was exchanged to another same device, however it was not recognized. Reconnection was done but could not resolve the issue. The procedure was completed with the 3rd device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that a sheath detachment occurred. During preparation for percutaneous coronary intervention (pci), an opticross¿ imaging catheter was set. During setting of the device, the outer sheath came off. The device was exchanged to another same device, however it was not recognized. Reconnection was done but could not resolve the issue. The procedure was completed with the 3rd device. No patient complications were reported and the patient's condition is good.